Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent hip replacement surgery on (B)(6)2017. Prior to the surgery the patient did not place the ipg in surgery mode. The abbott representative was unable to pair the ipg with the clinician and patient programmers during the surgery. The ipg and the clinician displayed an error message. The service logs were analyzed and ipg is in service app mode. Surgical intervention may be pending to address this issue